Manufacturer narrative:
The customer reported that the touch screen to the cns (central nurse's station) has no back light. The customer returned the touchscreen part number: a/e000528, serial number: (B)(4) to nihon kohden. The touchscreen was evaluated and found to be working fine, however the power supply to the touchscreen was found to be the root cause. All steps on the maintenance check sheet of the service manual were completed and an extended test for a day was performed. Nihon kohden had provided the customer with a replacement. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the touch screen to the cns (central nurse's station) has no back light.